Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported rad-8 measurements are "all over the place." The customer stated the spo2 readings jump from 90% to 40% and never stabilize. No consequences or impact to patient was reported.